Manufacturer narrative:
The returned pump was visually inspected, and it was noted that the pigtail had been removed and there was a catheter kink at the 42 cm mark. As no evidence of the chordae rupture was provided, the relationship to impella is unknown. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information added to b5 and h6 for purge pressure issues. The field long term and real time data logs were reviewed, and high purge flow and low purge pressure were confirmed on (B)(6) 2021. The purge issues suddenly resolved the night of (B)(6) 2021, and the purge system appeared to function normally for the remainder of the case. The returned pump was visually inspected, and it was noted that the pigtail had been removed and there was a catheter kink at the 42 cm mark. Microscopic inspection of the differential pressure sensor revealed damage on and immediately surrounding the sensor face, including what appeared to be etching of the silicone. The pump was plugged into a console and ran at p-9 with normal purge pressure and flow values. The reported purge issues were unable to be reproduced, a specific cause for these issues could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
It was additionally reported that the pump's purge flow gradually increased to 30 ml/hr and purge pressure decreased to 100mmhg on (B)(6) 2021. A purge cassette exchange was performed which did not resolve the issue. However, it was reported that the purge flow suddenly settled to 10ml/hr. No further information was provided.

Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during an echo, the patients chordae was noted to be ruptured. The cause of the ruptured is unknown. No further information was provided.